Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file log was provided. The customer's report was not observed during the review of device activity log. The log indicates that the battery drained completely. However, the battery was not returned for evaluation. Without return of the device or battery, root cause analysis could not be established using the logs. Analysis of reports of this type has not identified an increase in trend.